Manufacturer narrative:
The steris 20 sterilant cup is designed to safely contain liquid peracetic acid within the cup prior to insertion into the steris system 1 processor when used in accordance with the label's handling precautions and instructions. The user facility reported that the steris 20 cup exhibited a strong odor and that the employee was not wearing proper personal protective equipment (ppe). The system 1 operator manual instructs users to (pp. 2-5) "always inspect the steris 20 box and container for leaking or damaged contents. Leaking of the inner cup containing the active ingredient (35% peracetic acid) is signaled by a strong pungent odor similar to that of vinegar and/or yellowing inside of the box" and to not use the steris 20 cup if it exhibits these signs. Additionally, the user facility reported that the employee was not wearing sleeves when handling the sterilant cup as instructed against in the operator manual which would have prevented peracetic acid coming into contact with his arm. Steris has offered the facility refresher in-service training regarding the proper use of steris 20 sterilant and is awaiting their response.

Event description:
The user facility reported that when an employee was massaging a cup of steris 20 sterilant, sterilant sprayed out of the top of the cup and came in contact with the employee¿s right forearm. The employee flushed the affected areas with water and went to the facility emergency room where he was treated with a tramadol IV and continued to flush the affected area with water. The employee received a scar on his right forearm. The user facility reports the employee has fully recovered and returned to work.

Manufacturer narrative:
A steris account manager completed in-service training on (B)(4), 2010.